Event description:
Following a diagnostic procedure on 2/20/98, an angio-seal device was placed. However, on 2/24/98, the pt returned to the hosp with red, swollen groin with purulent drainage. A surgical consult was obtained, and the pt was scheduled for surgery. On 2/25/98, the abscess was drained, and a culture & sensitivity was taken. During the procedure, the surgeon determined the suture was contaminated and, therefore, the device collagen, suture, and anchor were removed from the pt. The pt reportedly tolerated the procedure well, and was placed on IV antibiotics and narcotics for pain management. As of 3/27/98 there have been no further reports of complication or sequelae made to the MFR.